Manufacturer narrative:
Follow-up #1 date of submission 05/12/2016-product analysis: the device was returned and evaluated by product analysis on 05/05/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a time or date setting reset upon battery removal. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The battery was removed for 23 hours; the time and date settings were retained upon battery insertion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.